Event description:
It was reported that during a bowel resection procedure, the device was not sealing vessels as expected and they had to use sutures to tie off vessels that had been cut but not coagulated by the device. The rep also stated that the surgeon felt that the device was pushing the tissue instead of cutting it and that the blade was duller than expected. Finally, the surgeon also stated that he felt that the jaws were hotter than normal. Another device was used to complete the procedure. There were no adverse consequences for the patient and bleeding was fully controlled during the procedure. No significant blood loss was reported and a blood transfusion was not required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the device activated and cut the test media. The device was disassembled to inspect the internal components and no issues were found. No conclusion could be reached as to the issue of the device not sealing. A batch record review was performed and no anomalies were found during the manufacturing process.